Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for "damage to vessel during insertion" was confirmed with other empirical evidence per complaint description. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Additionally, there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met and therefore, no preventative or corrective actions are required. Per reported event, the physician had noted resistance when inserting the first dilator. During post-operative period, the patient experienced an iatrogenic injury to the left femoral artery. A potential contributing factor for this issue could be patient related (tortuous venous anatomy) or operator use. However, device and imaging were not returned for investigation; therefore, a definite root cause could not be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position through left femoral access. It was reported that during the procedure, resistance was reported when inserting the first dilator. The second and third time when inserting the dilators, there was no resistance felt. During the post-operative period, the patient experienced an iatrogenic injury to the left deep femoral artery, which led to the development of a hematoma involving the biceps femoris muscle and the left adductor loge. On post-operative day (pod) 10, the patient underwent a vascular suture of the left femoral artery and evacuation of the left groin hematoma, due to the presence of a pseudoaneurysm (aneurysma spurium). The patient subsequently died due to the unrelated bleeding complications.